Event description:
Philips received a complaint on an avalon fm20 fetal monitor indicating that the cardiotocograph shows noise at the focus input. It is unknow if the device was in use at time of event, no adverse event reported.

Manufacturer narrative:
E1; reporter institution phone numbe: (B)(6). Analysis and testing was performed by the philips field service engineer (fse) at customer site. The results of the analysis indicate that replacement of the four connectors where the transducers are connected and the controller board is needed. Fse ordere4d parts and replaced the parts. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem wasthe connectors and board. The issue was resolved by replacing the main board and replaced the four connectors of the transducer, the product operational and was returned to the customer.